Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported the hand piece never worked, the hand piece gave a solid tone. The case was completed with electrosurgery. There was no patient consequence.